Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 47-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient was on impella support and the CT showed a small infarct, however they had some slight movement in his rue. Concern for gastrointestinal (gi) bleed due to significant drop in hgb, patient was transfused with 2 units prbc on 1 plt. Despite possible bleed, bival infusion will continue due to new left ventricle (lv) thrombus seen on echo and cerebral infarct. Family withdrew care after 192.5 hours and the patient expired. Death is unrelated to the impella.

Manufacturer narrative:
The investigation for the reported vascular damage /gi bleed, thrombus, and stroke has been completed. The product and data logs were not returned for review. The cause of the vascular damage issue was most likely patient condition related and unknown relation with impella due to gastrointestinal (gi) bleeding observed per clinical review. Without additional clinical details, the root cause of the thrombus and the stroke could not be determined. The instructions for use referenced in the initial report is for the impella 5.5 with smart assist for use during cardiogenic shock in the section: potential adverse events (united states), which now includes the following statement "cardiac or vascular injury (including ventricular perforation)¿. Added- b5 mso review d4-corrected UDI number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
It was further reported that the patient expired after the procedure. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.